Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a starclose se device with a 6f sheath after a peripheral interventional procedure. Reportedly, the plunger was unable to be fully depressed, there was no audible click. The physician was advised to remove the device and hold manual arterial compression; however, the plunger was held depressed with one hand while the thumb advancer was advanced with the other hand. Hemostasis was achieved with the successfully deployed clip. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported failure to deploy the vessel locator wings/plunger was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.